Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 4.7 inr on a comparison lab. No treatment info provided. No adverse event reported. Caller did not provide info on system used for this comparison.